Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: fr995-29 tissue valve; implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that three days postoperatively, the right ventricular (rv) lead exhibited high thresholds, was intermittently capturing, and had low r-waves. In addition, the right atrial (ra) lead was also undersensing. Fluoroscopy revealed that the patient's anatomy had caused the slack in both leads to pull back. It was felt that the rv lead had dislodged and the ra lead had a possible microdislodgement. The patient underwent surgery to have both the rv and ra leads revised. Both leads remain in use. No patient complications have been reported as a result of this event.